Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the alarm sound stopped working. The device was in clinical use at the time of event, there was no adverse event or patient harm reported.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips field service engineer (fse) went onsite and confirmed the alarms were not working and didn¿t produce sound. The fse ordered parts and replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. After repairs were completed by the fse, the device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.